Event description:
A nurse reported that during peritoneal dialysis treatment on the liberty cycler a leak occurred when the adapter broke apart from the catheter. It was reported the adapter was not holding the tubing together, which resulted in the disconnect. As a result of the leak the patient developed kleibsiella pneumoniae peritonitis. The patient was treated with cefepime for two days and levaquin 500mg daily for 16 days.

Event description:
A nurse reported that during peritoneal dialysis treatment on the liberty cycler a leak occurred when the adapter broke apart from the catheter. It was reported the adapter was not holding the tubing together, which resulted in the disconnect. As a result of the leak the patient developed kleibsiella pneumoniae peritonitis. The patient was treated with cefepime for two days and levaquin 500mg daily for 16 days.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review by the post market clinical physician.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. A supplemental report will be submitted upon final review by post market clinical physician.